Manufacturer narrative:
10/24/96- submission of supplemental report #1 to FDA by mfg.

Event description:
The device was applied during a total gastrectomy procedure. Reportedly, the instrument did not cut and staples did not form properly. The surgeon completed the procedure with another device. The hosp has reported no pt injury occurred.